Event description:
The customer reported that the telemetry server on the panorama central station failed, which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.